Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that when performing spinal surgery, the bur broke into two pieces. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the bur experienced a high axial force which increased the stress at the mid bearing causing the bur to fracture at the location where heat and wear developed. The IFU for attachments associated with these cutting accessories warns the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." The quality investigation is complete.

Event description:
It was reported that when performing spinal surgery, the bur broke into two pieces. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.